Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that in (B)(6) of 2009, the nurse gave the pt an injection, dropped the device on the floor, and it rolled under the bed. When she went down to retrieve the device, she got poked by the needle, resulting in a dirty needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.